Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-sep-2022. H6: investigation summary one sample was submitted of material number mzx5306, lot number 22025778. The customer complaint of adaptor connector / damaged could not be verified. Inspection of the samples submitted did not show any indication of damage to the components of the assembly. The samples were then primed and connected to a syringe filled with water to the maxzero connector of the extension set. The male luer connection was also capped in order to keep pressure in the extension set assembly. Steady pressure was applied to the syringe in order to induce leakage from the extension set. There were no indications of leakage, air-in-line, or occlusions noticed at any point during the testing of the extension set. The male luer collar does have the ability to spin and can be moved away from the solid inner plastic tubing if the user aligns the groove of the design correctly. This is not a defect in the component. A device history record review for model mzx5306 lot number 22025778 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure reported could not be reproduced and verified. Further investigation into the luer indicates that there are two approved styles of luers for this assembly. One of the approved constructions allows for the securement collar to slide down onto the connected tubing, the other approved construction restricts the movement of the securement collar throughout the tubing assembly, and therefore is not considered a defect or damage.

Event description:
It was reported that an unspecified number of bd maxzero¿ extension sets experienced damaged tubing. The following information was provided by the initial reporter: I was starting a peripheral IV using this extension set and upon opening the package the connection that is used at the IV catheter side was down on the extension tubing and I was unable to use it to connect to the IV catheter hub. It appeared broken and had no locking to prevent this portion from sliding throughout the tubing. Speaking with several other nurses on the unit they have had the same problem with the extension set over the last week causing it to disconnect from the IV catheter without their knowledge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd maxzero¿ extension sets experienced damaged tubing. The following information was provided by the initial reporter: I was starting a peripheral IV using this extension set and upon opening the package the connection that is used at the IV catheter side was down on the extension tubing and I was unable to use it to connect to the IV catheter hub. It appeared broken and had no locking to prevent this portion from sliding throughout the tubing. Speaking with several other nurses on the unit they have had the same problem with the extension set over the last week causing it to disconnect from the IV catheter without their knowledge.